Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, stillbirth nos, ovarian cyst, acute blood loss anemia, itching and kidney infection. Concomitant products included iron. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), migraine ("migraines"), depression ("depression/ psychiatric problem"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/severe lower abdominal pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth") and headache ("headaches"). The patient was treated with ibuprofen (motrin). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, migraine, headache, depression, anxiety, alopecia and fatigue had not resolved and the dyspareunia, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2016: results: confirming full occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal discharge, back pain, migraine. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs and medical records received: reporter information, medical history and event onset date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.